Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2009 whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2012, the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, dense adhesions, hernia recurrence, and mesh removal. Additional event specific information and medical records have been requested.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: pertinent records between (B)(6) 2012 and (B)(6) 2015 were not provided. Medical records dated (B)(6) 2015 state {patient] ¿is a 46 y.o. Year old female presents for evaluation and management of a bulge. Noticed bulge across upper abdomen 3 months ago.also having trouble with bloating and gastroparesis...¿ ¿worried she has a hernia recurrence. Last repair with 13xl 7 cm duamesh [sic]¿ medical records dated (B)(6) 2015 state: physical exam: ¿abdomen-round, soft, nontender without palpable hernias or hepatosplenomegaly. She has some bulging in upper abdomen but no clear hernia on exam. Seems to just be lax mesh exacerbated by obesity.¿ the records state: ¿reviewed CT from feb 2015 with her. No hernia. Thin mesh. Discussed need for weight loss. Will begin medical weight loss with us and consider surgery if no success.¿ medical records dated (B)(6) 2018 state [patient] ¿is a 49 y.o. Year old female presents for evaluation and management of a bulge. Has noted upper midline bulge over last several months. Getting larger. Worse with activity and after standing. No associated gi symptoms or fever. Has had two previous repairs. CT shows new lateral left hernia and hernia above mesh with protrusion of mesh through defect and wide (about 9cm) defect.¿ medical records dated 9/18/2018 state: physical exam: ¿abdomen-round, soft without palpable hepatosplenomegaly. Has bulge above umbilicus that is likely mesh protrusion. Mildly tender. Also has tenderness laterally that is likely at new hernia site but difficult to palpate due to weight.¿ records state: ¿given her large defect and previous repairs with mesh protrusion, will refer for possible mesh removal, robotic tissue component separation for repair.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: corrected result and conclusion codes. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2009, including prior abdominal surgical procedures, were not provided. Operative records dated (B)(6) 2009 indicate the patient underwent ¿incisional hernia repair with mesh.¿ postoperative diagnosis state: ¿incisional hernia.¿ the (B)(6) 2009 operative report findings states: ¿4 x 4 cm defect appearing to arise from the upper portion of her previous low­ midline incision.¿ procedure states: ¿an incision was made overlying her hernia defect, and carried down into the subcutaneous tissue. Using blunt dissection, we were able to visualize the hernia sac, and then dissecting with sharp and blunt dissection around the sac, we were able to get back to the fascial ring. This was grasped, and then we took the hernia sac down from around the fascia. It was quite densely adherent there and some openings were made in the hernia sac, so this was opened more widely so we could better assess for intestine stuck to the sac. There was none. We measured the defect. It was 4 x 4 cm in size. I selected an 8 x 8 cm piece of dualmesh to repair the defect. We placed this suturing 1 cm back all along the fascial edge with running 0 prolene suture to create a very loose patch, and getting good bites of the fascia and the mesh, leaving no defects. The coarse side was oriented toward the subcutaneous tissue. Once this was in place, we inspected the patch. There was no tension at all across the mesh. It was completely closed up to the fascia. The wound was inspected. Hemostasis obtained. The deep subcutaneous tissue closed with interrupted 3-0 vicryl and the skin closed with staples.¿ the records confirm a gore dualmesh® plus biomaterial (1dlmcp02/05647699) was used during the procedure. Records between 2009 and 2012 were not provided. Operative records dated (B)(6) 2012 indicate the patient underwent ¿repair of recurrent incisional hernia with mesh and explant of old mesh.¿ postoperative diagnosis state: ¿recurrent incisional hernia.¿ the (B)(6) 2012 operative report states: ¿we made an incision through her previous midline incision starting approximately 2-3 cm above this. We went down into the subcutaneous fat and then using blunt dissection and cautery, we were able to get down to the fascial level, encircle her hernia defect and sac. The sac was densely adherent to the subcutaneous tissue and the pervious mesh which had pulled away from the patient's left and was nearly completely free of the fascia. I excised the hernia sac and mesh and was able to free the fascial edges. I went back approximately 5 cm circumferentially on the anterior surface. We then took down adhesions at the intra-abdominal cavity and freed up the omentum from the undersurface of the abdominal wall so we could place the mesh. Inferiorly, the colon was adherent to the fascia. We took this down with sharp dissection. There was a question of some deserosalization there so I closed this with interrupted 3-0 silk to lembert over this area and then tack down some fat over the top of it. I then pulled the omentum down and covered the entire abdominal contents posterior to the defect and tacked this into the posterior abdominal wall below the defect. The defect measured out approximately 6 x 9 cm. I selected an oval composix dual mesh graft that was 13 x 17 cm. This was placed into the abdominal cavity with the propylene side against the abdominal wall. I sutured this in circumferentially with u stitches of 0 prolene suture going back 4 cm from the wound edges circumferentially. Once this was complete, we used the absorbatack to tack the mesh up against the anterior abdominal wall to further hold it in place. The deep tissues laterally were reapproximated back to the anterior abdominal wall with 3-0 silk suture and then the deep tissues reapproximated in the midline with 3-0 vicryl which was tacked to the anterior mesh as well, all of this done to eliminate dead space. The skin was closed with staples." A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1695, 1994, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span (B)(6) 2009 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from (B)(6) 2010 through (B)(6) 2011; from (B)(6) 2011 through (B)(6) 2012 were not provided. Patient information: medical history: ¿ diabetes mellitus. ¿ hypertension. ¿ hyperlipidemia. ¿ hypothyroidism. ¿ gastroesophageal reflux disease. ¿ obesity. ­ (B)(6) 2009: 220 lbs; bmi 41.6. ­ (B)(6) 2015: 233 lbs: bmi 43.3. ­ (B)(6) 2015: 224 lbs; bmi 41.6. ­ (B)(6) 2015: 223.5 lbs; bmi 41.5. ­ (B)(6) 2015: 224 lbs; bmi 41.6. ­ (B)(6) 2016: 225 lbs; bmi 41.8. ­ (B)(6) 2016: 223.5 lbs; bmi 41.5. ­ (B)(6) 2018: 211.5 lbs; bmi 39.3. Prior surgical procedures: ¿ 1991, 1992: cesarean section. ¿ hernia repair [unknown date]. ¿ cholecystectomy [unknown date]. Implant preoperative complaints: ¿ (B)(6) 2009: CT abdomen/pelvis: ¿note is made of a triangular-shaped midline abdominal wall ventral hernia, just above the umbilicus, measuring 6.1 x 4.3 cm, containing only omental fat. This at the location of this patient¿s palpable lump, which has been marked on the skin surface of the abdomen, with a metallic bb.¿ implant procedure: open incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (05647699/1dlmcp02) 8cm x 12cm. Implant date: (B)(6) 2009 [hospitalization dates unknown]. ¿ description of hernia being treated: ¿an incision was made overlying her hernia defect, and carried down into the subcutaneous tissue. Using blunt dissection, we were able to visualize the hernia sac, and then dissecting with sharp and blunt dissection around the sac, we were able to get back to the fascial ring. This was grasped, and then we took the hernia sac down from around the fascia. It was quite densely adherent there and some openings were made in the hernia sac, so this was opened more widely so we could better assess for intestine stuck to the sac. There was none. We measured the defect. It was 4 x 4 cm in size.¿ ¿ implant size and fixation: ¿I selected an 8 x 8 cm piece of dualmesh to repair the defect. We placed this suturing 1 cm back all along the fascial edge with running 0 prolene suture to create a very loose patch, and getting good bites of the fascia and the mesh, leaving no defects. The coarse side was oriented toward the subcutaneous tissue. Once this was in place, we inspected the patch. There was no tension at all across the mesh. It was completely closed up to the fascia. The wound was inspected. Hemostasis obtained. The deep subcutaneous tissue closed with interrupted 3-0 vicryl and the skin closed with staples.¿ ¿ no post-operative records were provided. Relevant medical information: ¿ (B)(6) 2010: CT abdomen/pelvis: ¿1. Mild right sided hydronephrosis and hydroureter, secondary to a 3 mm stone at the right ureterovesical junction. 2. Post cholecystectomy changes with likely diffuse fatty infiltration of the liver. 3. Evidence of prior ventral hernia repair with mesh. 4. Tiny non-obstructing intrarenal calculus, left kidney.¿ ¿ (B)(6) 2011: CT abdomen/pelvis: ¿there is no free fluid or bowel distention. There has been repair of an anterior abdominal wall hernia with mesh. The mesh appears to be wavy in appearance and does not attach to the left-sided abdominal wall musculature completely. There is some fat adjacent to the mesh along its left-sided border, suggesting recurrent hernia.¿ ¿ (B)(6) 2011: CT abdomen/pelvis: ¿prior umbilical hernia is noted. There is still an umbilical hernia containing mesenteric fat, which is unchanged from the comparison examination.¿ ¿conclusion: bilateral nephrolithiasis. No obstructive uropathy.¿ explant preoperative complaints: ¿ [none provided]. Explant procedure: repair of recurrent incisional hernia with mesh and explant of old mesh. Explant date: (B)(6) 2012 [hospitalization dates unknown]. ¿ ¿we made an incision through her previous midline incision starting approximately 2-3 cm above this. We went down into the subcutaneous fat and then using blunt dissection and cautery, we were able to get down to the fascial level, encircle her hernia defect and sac. The sac was densely adherent to the subcutaneous tissue and the pervious [sic] mesh which had pulled away from the patient's left and was nearly completely free of the fascia. I excised the hernia sac and mesh and was able to free the fascial edges. I went back approximately 5 cm circumferentially on the anterior surface. We then took down adhesions at the intra-abdominal cavity and freed up the omentum from the undersurface of the abdominal wall so we could place the mesh. Inferiorly, the colon was adherent to the fascia. We took this down with sharp dissection. There was a question of some deserosalization there so I closed this with interrupted 3-0 silk to lembert over this area and then tack down some fat over the top of it. I then pulled the omentum down and covered the entire abdominal contents posterior to the defect and tacked this into the posterior abdominal wall below the defect. The defect measured out approximately 6 x 9 cm. I selected an oval compost dual mesh graft that was 13 x 17 cm. This was placed into the abdominal cavity with the propylene side against the abdominal wall. I sutured this in circumferentially with u stitches of 0 prolene suture going back 4 cm from the wound edges circumferentially. Once this was complete, we used the absorbatack to tack the mesh up against the anterior abdominal wall to further hold it in place. The deep tissues laterally were reapproximated back to the anterior abdominal wall with 3-0 silk suture and then the deep tissues reapproximated in the midline with 3-0 vicryl which was tacked to the anterior mesh as well, all of this done to eliminate dead space. The skin was closed with staples.¿ ¿ records indicate a non-gore device was implanted during the (B)(6) 2012 procedure. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also state, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating.  Manufacturer/compounder: w. L. Gore & associates, inc.  Lot number 05647699. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)].  W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated patient codes. H6: updated device codes. H6: updated conclusion codes. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Previous patient codes (1695, 1994, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. The following information was determined from the medical records. Medical records: the known medical records span april 7, 2009 through september 18, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from march 3, 2010 through april 30, 2011; from august 10, 2011 through october 8, 2012 were not provided. Patient information: medical history: diabetes mellitus, hypertension, hyperlipidemia, hypothyroidism, gastroesophageal reflux disease, obesity, ­ on (B)(6) 2009: 220 lbs; bmi 41.6, on­ (B)(6) 2015: 233 lbs: bmi 43.3, ­ on (B)(6) 2015: 224 lbs; bmi 41.6, on­ (B)(6) 2015: 223.5 lbs; bmi 41.5, ­ on (B)(6) 2015: 224 lbs; bmi 41.6, ­ on (B)(6) 2016: 225 lbs; bmi 41.8, ­ on (B)(6) 2016: 223.5 lbs; bmi 41.5, ­ on (B)(6) 2018: 211.5 lbs; bmi 39.3, prior surgical procedures: 1991, 1992: cesarean section. Hernia repair [unknown date]. Cholecystectomy [unknown date]. Implant preoperative complaints: on (B)(6) 2009: CT abdomen / pelvis: ¿note is made of a triangular-shaped midline abdominal wall ventral hernia, just above the umbilicus, measuring 6.1 x 4.3 cm, containing only omental fat. This at the location of this patient¿s palpable lump, which has been marked on the skin surface of the abdomen, with a metallic bb.¿ implant procedure: open incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (05647699 / 1dlmcp02) 8cm x 12cm. Implant date: on (B)(6) 2009 [hospitalization dates unknown]. Description of hernia being treated: ¿an incision was made overlying her hernia defect, and carried down into the subcutaneous tissue. Using blunt dissection, we were able to visualize the hernia sac, and then dissecting with sharp and blunt dissection around the sac, we were able to get back to the fascial ring. This was grasped, and then we took the hernia sac down from around the fascia. It was quite densely adherent there and some openings were made in the hernia sac, so this was opened more widely so we could better assess for intestine stuck to the sac. There was none. We measured the defect. It was 4 x 4 cm in size.¿ implant size and fixation: ¿I selected an 8 x 8 cm piece of dualmesh to repair the defect. We placed this suturing 1 cm back all along the fascial edge with running 0 prolene suture to create a very loose patch, and getting good bites of the fascia and the mesh, leaving no defects. The coarse side was oriented toward the subcutaneous tissue. Once this was in place, we inspected the patch. There was no tension at all across the mesh. It was completely closed up to the fascia. The wound was inspected. Hemostasis obtained. The deep subcutaneous tissue closed with interrupted 3-0 vicryl and the skin closed with staples.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2010: CT abdomen / pelvis: ¿1. Mild right sided hydronephrosis and hydroureter, secondary to a 3 mm stone at the right ureterovesicular junction. 2. Post cholecystectomy changes with likely diffuse fatty infiltration of the liver. 3. Evidence of prior ventral hernia repair with mesh. 4. Tiny non-obstructing intrarenal calculus, left kidney.¿ on (B)(6) 2011: CT abdomen / pelvis: ¿there is no free fluid or bowel distention. There has been repair of an anterior abdominal wall hernia with mesh. The mesh appears to be wavy in appearance and does not attach to the left-sided abdominal wall musculature completely. There is some fat adjacent to the mesh along its left-sided border, suggesting recurrent hernia.¿ on (B)(6) 2011: CT abdomen / pelvis: ¿prior umbilical hernia is noted. There is still an umbilical hernia containing mesenteric fat, which is unchanged from the comparison examination.¿ ¿conclusion: bilateral nephrolithiasis. No obstructive uropathy.¿ explant preoperative complaints: [none provided]. Explant procedure: repair of recurrent incisional hernia with mesh and explant of old mesh explant date: on (B)(6) 2012 [hospitalization dates unknown]. ¿we made an incision through her previous midline incision starting approximately 2-3 cm above this. We went down into the subcutaneous fat and then using blunt dissection and cautery, we were able to get down to the fascial level, encircle her hernia defect and sac. The sac was densely adherent to the subcutaneous tissue and the pervious [sic] mesh which had pulled away from the patient's left and was nearly completely free of the fascia. I excised the hernia sac and mesh and was able to free the fascial edges. I went back approximately 5 cm circumferentially on the anterior surface. We then took down adhesions at the intra-abdominal cavity and freed up the omentum from the undersurface of the abdominal wall so we could place the mesh. Inferiorly, the colon was adherent to the fascia. We took this down with sharp dissection. There was a question of some deserosalization there so I closed this with interrupted 3-0 silk to lembert over this area and then tack down some fat over the top of it. I then pulled the omentum down and covered the entire abdominal contents posterior to the defect and tacked this into the posterior abdominal wall below the defect. The defect measured out approximately 6 x 9 cm. I selected an oval composix dual mesh graft that was 13 x 17 cm. This was placed into the abdominal cavity with the propylene side against the abdominal wall. I sutured this in circumferentially with u stitches of 0 prolene suture going back 4 cm from the wound edges circumferentially. Once this was complete, we used the absorbatack to tack the mesh up against the anterior abdominal wall to further hold it in place. The deep tissues laterally were reapproximated back to the anterior abdominal wall with 3-0 silk suture and then the deep tissues reapproximated in the midline with 3-0 vicryl which was tacked to the anterior mesh as well, all of this done to eliminate dead space. The skin was closed with staples.¿ records indicate a non-gore device was implanted during on (B)(6) 2012 procedure. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also state, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape / sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer / compounder: w. L. Gore & associates, inc. Lot number: 05647699. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2009 state the patient underwent laparoscopic cholecystectomy for chronic cholecystitis and cholelithiasis. The records state regarding surgical access: ¿an open technique was used to place a supraumbilical hasson trocar. This went in easily. There were no adhesions in the area.¿ records dated (B)(6) 2009 state an abdominal CT was performed for mid abdominal pain and a supraumbilical mass. Impression state: ¿note is made of a triangular-shaped midline abdominal wall ventral hernia, just above the umbilicus, measuring 6.1 x 4.3 cm, containing only omental fat. This at the location of this patient¿s palpable lump, which has been marked on the skin surface of the abdomen, with a metallic bb.¿ records dated (B)(6) 2010 state the patient was seen for right flank and right back pain. Assessment and plan states: ¿ureterolithiasis. The patient¿s symptoms responded well to toradol in the emergency department. She was discharged home in stable condition.¿ radiology records dated (B)(6) 2010 state a CT was performed for ¿right flank pain, nausea and vomiting.¿ findings state: ¿there is evidence of prior ventral hernia repair with what is apparently mesh.¿ impression: ¿1. Mild right sided hydronephrosis and hydroureter, secondary to a 3 mm stone at the right ureterovesicular junction. 2. Post cholecystectomy changes with likely diffse fatty infiltration of the liver. 3. Evidence of prior ventral hernia repair with mesh. 4. Tiny non-obstructing intrarenal calculus, left kidney.¿ a radiology report dated (B)(6) 2011 states imaging was performed for complaints of ¿abdominal pain, nausea, and bloating. Normal lab values, luq, ruq, epigastric pain. Surgical hx: cholecystectomy. No hx of appendectomy.¿ ¿hernia mesh along the anterior abdominal wall at midline. A small umbilical fat hernia is present to the left of the hernia mesh. There is no bowel hernia. There is a small amount of stranding in the region of the umbilical fat hernia.¿ ¿impression: umbilical fat hernia to the left of hernia mesh. Without prior studies I cannot determine if this is an acute finding. There is a small amount of stranding in the region of the umbilical fat hernia.¿ CT scan results dated (B)(6) 2011 state: ¿there is no free fluid or bowel distention. There has been repair of an anterior abdominal wall hernia with mesh. The mesh appears to be wavy in appearance and does not attach to the left-sided abdominal wall musculature completely. There is some fat adjacent to the mesh along its left-sided border, suggesting recurrent hernia.¿ ¿conclusion: there are findings suggesting recurrent abdominal wall hernia. Cholecystectomy is noted. There is a probable cyst or less likely cystic mass in the right adnexa. Follow-up pelvic ultrasound is suggested. No acute findings are identified in the abdomen or pelvis. Fat deposition throughout the liver is likely due to hepatic steatosis. There is a tiny nonobstructing left renal stone.¿ records dated (B)(6) 2011 indicate a CT scan was performed for ¿lower abdominal pain¿ and ¿hematuria.¿ ¿prior umbilical hernia is noted. There is still an umbilical hernia containing mesenteric fat, which is unchanged from the comparison examination.¿ ¿conclusion: bilateral nephrolithiasis. No obstructive uropathy.¿ records between (B)(6) 2011 and (B)(6) 2012 were not provided. Operative records dated (B)(6) 2012 indicate the patient underwent ¿repair of recurrent incisional hernia with mesh and explant of old mesh.¿ postoperative diagnosis state: ¿recurrent incisional hernia.¿ findings from the procedure state: ¿mesh had pulled away from the fascia on the patient¿s left. The defect was 6 x 9 cm. In size.¿ a pathology report dated (B)(6) 2012 states the following specimens were received: ¿tissues: a. Hernia sac. B. Mesh ¿ from incisional hernia.¿ gross description: ¿a. The specimen is received fixed labeled ¿hernia sac¿ and consists of 32 gms of purple-tan soft rubbery tissue mixed with gray-white fibrous tissue and apparent fat 7.5 cm in diameter in the aggregate. Serial sectioning reveals no apparent gross abnormalities.¿ ¿b. The specimen is received labeled ¿mesh from incisional hernia¿ and consists of an irregular mass of apparent mesh with attached blue sutures, purple-tan soft rubbery tissue and fatty material 6.5 cm in greatest overall dimension.¿ ¿final diagnosis: a. Hernia sac ¿ mesothelial cell lined membranous fibroadipose exhibiting chronic inflammation and lymphoid aggregates in the stroma. B. Mesh from incisional hernia ¿ portions of mesothelial cell lined membranous fibroadipose tissue with chronic inflammatory changes.¿ records from 2015 indicate continued complaints of abdominal pain. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.